Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of bleed back is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A handwritten note was returned with product information lot: repd3025. Evidence of use was present throughout the sample. The catheter extended up to the 46 cm depth marker. Microscopic observation of the inner hub valve revealed residual material on the valve slit likely introduced during use of the device. The valve appeared to be partially open due to the material. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. Fluid was introduced to the catheter and the fluid was observed to freely flow through the catheter which indicates the valve was not sealing under neutral pressure. Since the accumulation of residual material at the valve location was observed to have affected the functionality of the valve, the complaint is confirmed. The product instructions for use (IFU) contains information which may have prevented the reported issue. The IFU states, ¿flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or ¿stop/start¿ technique. Use of heparinized saline to lock each lumen of the catheter is optional.¿ a lot history review (lhr) of redp3025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when taking of the endcap there was spontaneous backflow that did not stop after flushing with saline. Catheter removed and replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when taking of the endcap there was spontaneous backflow that did not stop after flushing with saline. Catheter removed and replaced.